Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 201 mg/dl, 48 mg/dl, and 62 mg/dl. Customer drank orange juice after receiving the reported results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.